Event description:
As reported on (B)(6) 2012 by (B)(6). On (B)(6), the neonatal ambubag failed in the nicu, the staff immediately used another bag. There was no harm to the pt. When we contacted the rep it was determined that there was a faulty valve that would not allow bag to build pressure. The rep was very helpful with exchanging product.

Manufacturer narrative:
The complaint sample was not returned to the MFR for eval. A bag/tail assembly from the same lot was pulled from inventory for use in the investigation. Visual inspection of the bag/tail assembly confirmed that the actual complaint device is and was never involved in the recall as suggested in the nature of the complaint from the user hospital. A pt valve was installed into the bag/tail assembly and tested in accordance with current mfg procedures. This sample passed all applicable requirements. Without the return of the actual complaint device, the failure mode cannot be determined.